Event description:
The reporter stated that the patient experienced a low blood glucose (bg) with paleness and shakiness after playing outside for several hours. There was no bg value reported, as the patient's bg meter was emitting an error message at the time of the low bg. The reporter stated that the cartridge cap had become loose, and was tightened while the patient was still attached to the infusion set. It is unclear when the low bg occurred in relation to the potential inadvertent infusion. The patient was given candy and her bg reportedly resolved to 103 mg/dl. Medical assistance was not required. This complaint is being reported because use error in tightening the cartridge cap while attached cannot be ruled out as a cause or contributor to the patient¿s hypoglycemic event.

Manufacturer narrative:
Follow up information received on (B)(4) 2012 indicated that the patient came into the house after playing outside for several hours with a low blood glucose (bg), and at that time it was noticed that the cartridge cap was loose. There is currently no indication that the cartridge cap becoming loose and being tightened while the patient was still attached had any impact on the patient's bg. The reported bg excursion was likely due to increased activity. The pump is not being returned at this time, and the patient has continued on insulin pump therapy. Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump histories indicate that the pump was used after the original complaint date and all histories and black box data has been overwritten. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. An ezprime operation was performed with no issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.